Event description:
(B)(4). Itching burning uti infections, kidney infections, bacterial infections, abnormal urine have 5 cyst in my left and right ovary, headaches sharp pain in lower back and sharp pain growing part. Also, I have pcos ever since I had this done and heavy bleeding. Really bad cramps feels like contraction if I lift any thing, I'll start bleeding and in really bad pain. I'm suffering from depression, mood swings. When I have intercourse, I'll start bleeding and in pain after intercourse. Also I can't wear tampons like I use to every time I try tampons, they hurt me and cause me pain. Plus I gain a lot of weight from the essure. My hair is very weak. My monthly is more heavier than it use to be. Also when I have my monthly, I have big clots come out. It all started when I got the essure done. Every since the device has been in me, it's caused nothing but problems.